Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was taking long time to boot up. The philips remote service engineer (rse) inspected system remotely and performed troubleshooting, then stated that the issue was a temporary startup problem, caused by probable host pc software. The rse confirmed that the issue was resolved when the customer restarted the system. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. The device was not in clinical use at the time of reported event. Philips has started an investigation of this complaint.